Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected fields: d9, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the error b30 occurred due to multiple scopes being damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) visited the customer for troubleshooting. The ess inspected the light source socket and did not see any physical damage to any of the electrical contacts. Ess used compressed air to blow any dust out of the socket, but it was very minimal dust build-up. Ess tested the scopes that were tagged to be getting the b30 (scope communication) error code and confirmed that they were not working. There was no image, only static and the b30 error code. Ess took the scopes to another room and tested it with the same results. Ess then tested a scope that was said to be functioning properly on the tower in room 2 and it operated properly. Ess also tested the same scope in room 1 and it operated properly there as well. Ess confirmed that the tower in room 2 was functioning properly. Ess noted that the issue was due to multiple scopes being damaged and recommended that the customer send the scopes in to olympus for evaluation and repair. Ess scheduled a reprocessing observation for (B)(6) 2023 to determine how the scopes were being damaged and causing the b30 error codes. Three attempts were performed to obtain additional information, but no response was received from the customer. No device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus light source had recurring b30 errors in the procedure room. There was no report of patient injury or medical intervention associated with this event.